Event description:
It was reported that when the device was used during a steretactic brain biopsy procedure, the staples failed to form correctly when closing the skin. Another device was used to complete the case. There were no consequences to the pt.